Event description:
It was reported by the legal guardian (lg) that the patient developed an irritation from the pod adhesive at the pod¿s infusion site (leg) while wearing the pod. The infusion site was reported to be red, itchy, dry and cracked. The patient was taken to an appointment with the dermatologist patient and was prescribed steroid cream. The patient was able to have a new pod applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.